Event description:
It was reported the programmer power switch was not able to function regularly. It was also reported the programming head was unable to interrogate devices. The programmer and programming head were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical product: product ID 2067l radio frequency head. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported programmer issue; programmer would not power on. Power supply found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.